Event description:
It was reported that the homechoice (hc) was not recording the therapy readings correctly at the end of the therapy. The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. A event history log review was performed and the reported problem could not be verified in the logs.. A visual inspection was performed with no abnormalities noted. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. The device powered on normally. A simulated therapy was performed with no issues and the recorded therapy numbers were correct. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. There was no non-conforming product identified during sample analysis. The direct cause of the problem is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and evaluation is currently underway. Should additional relevant information become available, a follow-up report will be submitted.